Event description:
This rv lead was implanted on (B)(6) 2000. A call to technical services (ts) states that there is oversensing on the v lead. Caller measured amplitude of noise and highest was 1.6-1.8mv. Most of noise was 0.6-0.9mv. Caller going to leave rv sensitivity at 1 mv. V pace impedance 473 ohms, 42 sli, threshold 0.4v, sensing 8mv. Caller did not find a oft, the earliest episode saved was an episode with a lot of noise. Episode was diverted, no therapy for noise. Patient has had no pauses because of noise, patient not dependent. Ts stated may want to do nips for pt to make sure that with decreased sensitivity can still appropriately sense vf. Caller will discuss with md who is not known yet. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).